Manufacturer narrative:
Date of event: estimate based on date of publication of article. Annals of vascular surgery (2018), doi: 10.1016/j.avsg.2018.05.070. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a 68mm cto lesion in the right superficial femoral artery(sfa) and an ipsilateral external iliac artery(eia) severe(80%) stenosis. An endovascular procedure was planned with the aim to gain a contralateral access, treat the sfa cto and after that to stent the ipsilateral eia. The eia was first treated with a non-medtronic drug-eluting stent followed by post dilation with a 7mm pta with a satisfactory outcome. The sfa obstruction was intraluminal crossed and a 6x120 mm chocolate balloon was advanced in place and inflated. The balloon was removed from the patient with severe resistance encountered, it was observed on removal of the device that the nitinol-constraining balloon structure was not attached to the balloon surface. Under fluoroscopy, the nitinol mesh was identified at the distal edge of previously positioned eia stent. To prevent mesh migration, it was caged by covering with a 7x40mm stent. The procedure was successfully completed. One-month post procedure, a CT-angio showed the complete eia stent expansion without significant stenosis on both treated vessels. The chocolate¿s mesh was still evident between the stent and the iliac artery wall. At 3 months follow-up, the patient was completely asymptomatic for claudication.

Manufacturer narrative:
Additional information received: the patient has shown complete regression of symptomatology and is reported to be feeling well. If information is provided in the future, a supplemental report will be issued.